Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient presented to a local clinic with symptoms of ocular pain, light sensitivity, and decreased vision in both eyes, after wearing orthokeratology contact lenses over night for five days. The patient was diagnosed as having bilateral infectious corneal ulcers, with either viral or fungal keratitis. The patient was treated with antiviral and antifungal medications. Approximately one month later, the patient presented to a hospital doctor, as symptoms continued after one month of treatment. The patient was diagnosed as having (B)(6) infection, with a secondary bacterial infections. The patient was treated with antiprotozoal, antibiotic, and anti-inflammatory therapy. After one month of treatment, the corneal ulcer had healed, and the patient's best corrected visual acuity was 20/100 od and 20/25 os.

Event description:
Customer reportedly received results of 150 mg/dl and 350 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.